Event description:
Reporter stated that pt's blood glucose was tested, using the advantage system, with back-to-back results of 158 mg/dl, 90 mg/dl, 95 mg/dl, 100 mg/dl, and 181 mg/dl. Reporter indicated that pt's therapy was not modified based on these values. No pt injury was reported and no treatment was received. The discrepant results were obtained in pt's home. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.